Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges was leaking at the patient line. Customer's blood glucose level was not impacted. Reportedly, replacement cartridges were sent to the customer. No additional patient information was available.